Event description:
It was reported that the patient underwent a revision surgery because the right cylinder of the spectra penile prosthesis (spp) was malpositioned. The spp was removed and replaced with an inflatable penile prosthesis. There were no patient complications.